Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2018-00456, reference MFR. Report#: 1627487-2018-02183. It was reported the patient underwent surgical intervention where the physician intended to revise leads on (B)(6) 2018. Once in the operating room the physician noticed the lead and ipg sites were infected and decided to explant the patient¿s entire scs system. The patient is being treated with antibiotics. Please refer to MFR. Report#: 3006705815-2018-00458 and 3006705815-2018-00459 regarding the lead revision.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2018-00456, reference MFR. Report#: 1627487-2018-02183. Follow up information identified the patient is being treated by their primary care provider.